Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer indicating that the patient continued to feel twinges in their pelvic floor near their tailbone and ins area. The patient noted that the feeling was above their normal level of twinges and they ¿surge¿ at times which created a little discomfort. The patient stated these twinges had been getting increasingly worse since on (B)(6), noting the stimulation seemed like it was up too high. The patient stated they could feel the twinges when doing the dishes and watching tv, the twinges go out of wack when they got close to their induction stove, even when cutting vegetables 6 feet away from it. The patient stated they decreased all programs to 0.0v and turned off stimulation. The patient stated they saw their surgeon since they last called on (B)(6) and they ordered an x-ray where the results indicated that everything was fine and appeared to be in place. The patient confirmed the ins was off at 0.0v and although it was off, they could still feel the twinges. The patient added that their ins was working, and they had full control of their symptoms. The patient was redirected to their healthcare provider to address the twinges and the check their ins. The patient noted they thought the issue was first noticed on (B)(6). On (B)(6) 2019, the patient again reported their programmer showed the stimulation was off but obviously it was still on inside of them and the healthcare provider agreed with the patient. The healthcare provider thought it would be a good idea to have a representative at their next appointment. A rep was emailed to contact the patient and they replied indicating they would. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as steps taken to resolve the twinges issue, they ¿step away as far as possible¿. They turned the device off for a period of time and then turned it back on again. The patient stated that it seems to have improved. They mentioned that sometimes ¿just being near an outlet does it¿. The patient indicated that it may be their physical make up and ¿more suspect to electric charges in general". There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller stated they had been having a lot more twinges with their device recently. They stated they had some real veeners as well. The caller stated they felt the twinges when they were bending over, using a microwave, curling iron, blender, and induction stove. They asked if they could be feeling these twinges because of the weather. Information was reviewed. The patient decreased stimulation prior to calling, it was reviewed to turn stimulation off if medically appropriate to see if the twinge occurrences changed. It was noted the twinges had increased over the past 3 weeks.